Event description:
It was reported the stapler was used during a colon resection. Two days post-op the pt was brought back to surgery due to abdominal bleeding. Upon examination, reporter found bleeding from the anastomotic site in the colon. Reporter removed an additional section of bowel and "hand sewed" the new anastomosis.